Event description:
In 2009, the pt was treated for an 11cm infrarenal abdominal aortic aneurysm. Two gore excluder aaa endoprostheses were implanted. The physician planned to implant a third device; however, he was unable to obtain cannulation due to the iliac artery being angulated. After repeated attempts, the physician chose to stop and continue the procedure the following day. In the next day, after discussing options with the pt and family, the decision was made to convert the pt to open repair, explanting both devices and repairing the aneurysm. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional device implanted: 05985641-pxc121400. Attempts to acquire info required for this form were made by gore, the info was not provided.